Event description:
New information received notes insulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on the leads. The noise was reproducible in the office. A decrease in impedance was observed. X-ray revealed clavicular crush. The physician considered lead revision but the patient has not returned for another follow up. No further information is available.